Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 50500531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), psychological trauma ("phych injury"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding") and bladder disorder ("bladder disorder"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, urinary tract disorder, genital haemorrhage and bladder disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event added- device dislocation, pelvic pain, genital bleeding, bladder disorder, urinary tract disorder. Reporter added, lot number added. Essure insertion date updated and removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ the microinsert may have been extruded on the right. The left may also be malpositioned.') In an adult female patient who had essure (batch no. 50500531,685932,12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, missed abortion, migraine headache and cervicitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("phych injury"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date: (B)(6) 2010- removal of left essure and placement of bilateral essure implants. Indication: the patient who desires permanent sterilization. She had an essure conducted in our office one week ago, however only one side was placed because of inability to see the other side due to endometrial tissue and a possible polyp. She was consented for repeat evaluation under general anesthesia with removal of the endometrial tissue and then repeat essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1.apparent patency of the right fallopian tube with suspected extruded right-sided micro-insert. Left-sided fallopian tube not discernably visualized although the positioning of the microinsert on the left is also questionable. Alternative contraception is recommended. 2.peculiar appearance of the uterus in relation to the catheter, significance unclear.. Lot # 685932 reported is not valid. Lot number: 12433496 manufacturing date: 2010-02 expiration date: 2013-01. Lot number: 50500531 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ the microinsert may have been extruded on the right. The left may also be malpositioned.') In an adult female patient who had essure (batch no. 50500531,685932,12433496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, missed abortion, migraine headache and cervicitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("phych injury"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (salpingectomy- bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date: (B)(6) 2010- removal of left essure and placement of bilateral essure implants. Indication: the patient who desires permanent sterilization. She had an essure conducted in our office one week ago, however only one side was placed because of inability to see the other side due to endometrial tissue and a possible polyp. She was consented for repeat evaluation under general anesthesia with removal of the endometrial tissue and then repeat essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: apparent patency of the right fallopian tube with suspected extruded right-sided micro-insert. Left-sided fallopian tube not discernably visualized although the positioning of the microinsert on the left is also questionable. Alternative contraception is recommended. Peculiar appearance of the uterus in relation to the catheter, significance unclear.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number, medical history and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.